Event description:
Patient was revised to address varus tibial collapse and loosening of the tray. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Examination of the returned product did not reveal any anomalies. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The root cause could not be determined but no evidence was found that would suggest product error was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed.